Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes at the one day post-op visit. The dlk was treated by increasing the frequency of the steroid drops. At one week post-op, the dlk was resolved and the uncorrected va was 20/15. This report concerns the pt¿s right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).